Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported while cementing in the hip stem the cement protruded out in the back of the cylinder, resulting in little cement in the femoral canal. The cement was removed from the patient and a second batch was mixed and implanted. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.